Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information is available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) and was hospitalized. Interrogation of the crt-d revealed that a code 1005 was recorded. A memory download was submitted to boston scientific technical services (ts) for review. A ts consultant discussed that a code 1005 indicates that an open circuit condition was detected on the right ventricular (rv) lead. A review of the memory logbook noted that the shock impedance measurements after the code was detected were in normal range; however, the delivered shocks in the episodes were not effective in terminating the vt that was recorded. It was also confirmed to not have occurred as a result of an external shock. Further engineering review noted that the most recently shock impedance measurements were in normal range in all vectors. Additional troubleshooting was discussed and it was stressed that precautionary measures should be taken with this patient as the system could potentially be compromised. The patient is currently on a ventilator in the intensive care unit. It is unknown if any revisions will be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At a later date, a company representative was contacted by the hospital to report that this patient had died. The crt-d and rv lead were buried with the patient and will not be returned. The hospital did not provide the cause of death or any or details surrounding the patient death.